Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched at the customer site. While analyzing the instrument, the cse replaced the acid pump assembly. The cse verified the probe alignments and acid and base dispenses. The cse performed precision on low quality controls (qc) samples, which resulted satisfactory. The cse ran qc, which passed. On a follow up call with the customer on 3/13/2017, the customer stated that the system has been performing as expected with no new issues. A siemens headquarters support center specialist reviewed the instrument data and stated that high discordant results can occur from poor wash aspiration or poor sample preparation. The cause of discordant, falsely elevated tni-ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample run in duplicate on an advia centaur xp instrument. Neither of the replicate results were reported to the physician(s). The sample was repeated in duplicate on an alternate advia centaur xp instrument, resulting lower and as expected. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.